Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer crashed due to damaged radiofrequency head cable. It was noted that the damaged rf head cable caused intermittent shortage. It was also noted that the stylus tip was bent. The software was reinstalled and updated to the newest version. The programmer then passed all final functional tests. Continuation of d10: product ID 26901, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer crashed repeatedly. It was also noted that the radiofrequency(rf) head was non-functional. There was no patient involvement.